Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision on (B)(6) 2016 due to infection. There were no additional adverse patient effects reported. The product was explanted. According to the local representative, this patient had no underlying rhythm so on (B)(6) 2016, the physician chose to put in a temporary pacemaker until the infection cleared up. A model#l300 device and model#4471 right ventricular (rv) lead was implanted. On (B)(6) 2016, the patient was presented back to the electrophysiology (ep) laboratory and a new crt-d system was implanted. Due to the patient's condition, the physician elected to leave the model#l300 device and model#4471 lead implanted for the duration of the weekend. On february 22, 2016, the model#l300 and model#4471 were explanted. Subsequently, boston scientific received information that this patient died on (B)(6) 2016 due to 'noncardiac cause'.